Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 40-50 (mg/dl). Peanut butter was consumed to treat bg. At the time of the reported event, bg was 127 (mg/dl) and th issue was resolved.